Manufacturer narrative:
Complained product will not be not available.

Event description:
Brush heads wouldn't stay on the device they would pop off in mouth - oral-b [device breakage]. Case narrative: 58 year old female consumer via phone stated that the oral-b toothbrush heads would not stay on the oral-b toothbrush handle and they would pop off into her mouth. No injury was reported.